Event description:
Information was received indicating that the patient seemed "unclear regarding his duodopa doses and says that the dosages" on a smiths medical cadd-legacy duodopa ambulatory infusion pump were wrong. It was reported that the "intestinal tube had went out completely" which prompted a home visit to the patient. It was found that the tube was "almost out, it is located 11 cm in the peg." Per reporter the patient's cognitive function was "unclear" during the home visit. No further information was provided. No adverse patient effects were reported.